Manufacturer narrative:
No button error alarms noted. The insulin pump had no button response due to corroded keypad traces. Unable to perform the functional tests including the displacement test, rewind, basic occlusion, occlusion, prime and the excessive no delivery test. Unable to test for time/clock anomaly, battery out limit alarm, failed battery test alarm and weak battery alarm due to button/keypad anomaly.

Event description:
It was reported that the customer was hospitalized due blood glucose levels greater than 30 mmol/l. It was stated that the customer began feeling badly over the weekend. Reviewed the alarm history, and found battery out limit, failed battery test and button error alarms. It was stated that the customer may not have changed the time and date after the first battery out limit alarm. It was also stated that the up arrow button has not been responding properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.